Manufacturer narrative:
The hospital declined a proposal for repair of the unit by ge healthcare. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital declined a proposal for repair of the unit by ge healthcare. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'no expiratory flow sensor". This would have caused an inability to mechanically ventilate. There was no report of patient involvement.